Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The caregiver (cg) stated that the home patient (hp) was connected to the hc. The technical service representative (tsr) had the cg power cycle the hc. The hc alarmed system error 2367. The tsr had the cg power cycle the hc again. The hc proceeded to press go to start. The tsr informed the cg to have the hp start over with new supplies and to inform the registered nurse (rn) of the system error 2240. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Multiple unsuccessful attempts have been made to contact the home patient.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to retrieve additional information from the patient. The sample and lot number were not available; therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. This complaint for system error 2240 (air in line) was not confirmed. The cause could not be determined.